Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient experienced difficulty adjusting stimulation. Patient does not have an antenna and can't turn the stimulation off with the patient programmer. The patient was given instructions by the manufacturer's patient services and the representative was to see the patient that day. Further information stated, the patient felt a shocking or jolting sensation when turning on the device and she was now experiencing pain. Additional information stated, the patient has developed an infection at the pocket site. Patient was a heavy set individual. She was being treated with antibiotics. No devices were explanted. The manufacturer's representative reported, the issues with using the patient programmer were resolved. The infection had cleared. The patient was reprogrammed and has good stimulation coverage and is doing well.